Event description:
A hospital in (B)(6) reported that there was water leakage between the dome and base of two mr290 vented autofeed humidification chambers shortly after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint chamber was returned and visually inspected. Results: the visual inspection revealed a crack along the base of the chamber dome. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all mr290 chambers are pressure tested and visually inspected prior to distribution. These tests check for physical damage and leaks, any chamber which fails the pressure testing or visual inspection is rejected. This suggests that the crack occurred post-production. We were unable to determine the root cause, however, the hospital has reported that the chamber was used with a sipap ventilator that is capable of producing pressure in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Our user instructions state: "use of the mr290 above the maximum operating pressure [8kpa (approx 80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient."